Event description:
It is reported that the pt had bilateral hip implants in 2010. The pt reports muscle spasms and pain in her left hip after extensive walking and exertion. The pain extends from her hip to her knee. The pt states that it is painful to lie on her left side. On (B)(6) 2012, the pt had x-rays taken. The surgeon advised her that no problems were evident. The pt was told to follow-up in one year unless her condition worsens.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.